Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in secondary sensing vector that resulted in delivery of an inappropriate shock. A health care professional (hcp) noted that the patient has a history of small signal amplitude r-wave measurements in primary sensing vector where the smartpass feature previously disabled as a result and the sensing vector was then changed to secondary. The patient was seen in clinic following the shock therapy episode and interrogation of the device with a programmer noted small signal amplitude r-wave measurements in all sensing vectors. Automatic setup was completed and the device chose alternate sensing vector. Provocation testing showed noise to be slightly worse in secondary and alternate, so the hcp chose to program the sensing vector to primary. Evidence of myopotential noise was present in primary sensing vector, however, the device was appropriately classifying the noise with n markers. Additionally, increased shock impedance measurements up to the 120 ohms range was noted, however, in clinic measurements were noted to be 110 ohms. An x-ray was performed and noted good placement of the device and electrode and shock impedance measurements were noted to have been stable over time ranging from 80 to the 120 ohms range. No further changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.